Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that their implant was scheduled to be removed on (B)(6) because it was no longer functioning. The patient stated that the implant initially worked for 1 or 2 weeks, but since then, they have lost its benefits and were now ex periencing the same symptoms they had before the implant. Despite this, the patient reported still feeling a stimulation sensation. They mentioned that both their healthcare provider (hcp) and themselves had been making adjustments to the therapy, but there had been no improvement in their symptoms. The patient was redirected to their hcp for further assistance. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.